Event description:
The pt was scheduled for evaluation due to diagnostics indicating an extended charge time. Noise was observed on the stored egm. After instructions to perform a manual capacitor reform, the extended charge time was again observed. Shortly after the initiation of the manual cap reform the device delivered a shock. The decision was made to explant the device.